Event description:
Manufacturer report number 3006705815-2019-01753.

Event description:
Manufacturer report number: 3006705815-2019-01753. New information received states that the leads were repositioned to resolve the issues. The leads remains implanted. There were no complications during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01753. It was reported that lead migration issue was observed on both leads. A lead revision was completed on (B)(6) 2019 and both leads remains implanted. No further information is available.